Event description:
It was reported when using the bd posiflush¿ normal saline syringe, the device experienced difficult plunger movement. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: the head nurse of the medical oncology department reported that when the package was opened for the operation of flushing the tube for the patient, 5ml of injection could not be pushed, and 11 samples could be returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: it was reported 5ml of the injection could not be pushed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows eleven syringes with opened packaging flow wraps. From the photo, no defects or imperfections are observed. A device history record review was completed for provided material number 306595, lot number 1134243. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and with no physical sample analysis a probable root cause could not be offered.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe, the device experienced difficult plunger movement. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: the head nurse of the medical oncology department reported that when the package was opened for the operation of flushing the tube for the patient, 5ml of injection could not be pushed, and 11 samples could be returned.